Manufacturer narrative:
The investigation into the reported pump positioning issue was completed. The device was returned for evaluation. Visual inspection of the pump revealed a significant cannula kink near the outflow cage and a significant catheter kink near the motor housing. After reviewing the clinical information, it was determined that the root cause of the positioning issues was wireless re-access; the impella device is not indicated for wireless re-access per IFU. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 62-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The impella 5.5 catheter could not be delivered over the 0.018¿ impella wire so the team had to use the 0.027¿ wire. Finally, and with much difficulty, after thirty minutes the aortic valve was successfully crossed. Then, the physician inadvertently pulled the impella back into the aorta and was unable to get it back across the valve. As a result, the device was removed, and a different physician placed a new impella cp via the groin. No further information was provided. There was no harm reported to the patient.